Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Log file analysis found one instance of the device powering off without low battery or button keypress was observed. Internal inspection found the ib/conb flex cable connector is not fully locked and the flex cable is slightly loose. A loose flex cable can cause disruption in power to the device and cause it to power off and not be able to power on. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device shut down while on resident, will not accept charge, and will not turn on. No patient impact or consequences were reported.